Event description:
It was reported that the left ventricular (lv) lead was capturing in the atrium. A chest x-ray indicated that the lead had retracted significantly. The lead was explanted and replaced. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.